Event description:
It was reported that(1) tlc75 was used during a total gastrectomy procedure. It was reported by the affiliate that the instrument locked out. Opened another instrument to complete the case. No adverse pt outcome.